Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was receiving lost sensor alarms. It was also found in the alarm history that the customer received another type of alarm. The customer received the alarm while she was hiking. The customer's blood glucose level was 184 mg/dl. The insulin pump failed the self-test. The alarm also occurred during the self-test. The device was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed rf pic failed during self-test and unable communicate with the glucose sensor simulator due to faulty electrical component on the radio frequency board. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.